Event description:
The device was reported to have embolized. No additional info has been rec'd, including if additional medical intervention was required or if a serious injury occurred. The device also has not been returned for analysis at this time. Additional info will continue to be requested.